Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range right atrial (ra) lead impedance above 3000 ohms. Technical services (ts) was consulted and noted oversensing and noise and a signal artifact monitoring (sam) episode were also exhibited. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received and this pacemaker and ra lead were explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range right atrial (ra) lead impedance above 3000 ohms. Technical services (ts) was consulted and noted oversensing and noise and a signal artifact monitoring (sam) episode were also exhibited. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received, and this pacemaker and ra lead were explanted and replaced. The ra lead was explanted due to fracture. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range right atrial (ra) lead impedance above 3000 ohms. Technical services (ts) was consulted and noted oversensing and noise and a signal artifact monitoring (sam) episode were also exhibited. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received, and this pacemaker and ra lead were explanted and replaced. The ra lead was explanted due to fracture. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection found an extracting stylet stuck in the lead, blood or body fluid in the lumen and helix housing likely due to explant electrocautery damage, a kink approximately 310 mm from terminal end, stretched coils at approximately 330 mm from the terminal end, cuts, environmental stress cracking on the surface approximately 60 mm from the terminal pin and a fractured outer conductor was observed at approximately 250 mm from the terminal end. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. The continuity for the inner conductor was not stable due to the extraction stylet being in the lead, and the outer conduction resistance measured as an electrical open, indicating a fractured or broken conductor, confirmed via x ray. Direct observation of a fractured lead conductor(s) with characteristics indicating cyclic fatigue. Such damage is considered a design issue when the field report indicates the damage occurred during normal use.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range right atrial (ra) lead impedance above 3000 ohms. Technical services (ts) was consulted and noted oversensing and noise and a signal artifact monitoring (sam) episode were also exhibited. This pacemaker system remains in service. No adverse patient effects were reported.